Manufacturer narrative:
Further information was provided and the implant date was (B)(6) 2019. It was initially reported as (B)(6) 2019. Through follow-up the patient's date of birth and gender was provided. Therefore, the following fields that were previously reported as unknown have now been updated accordingly. It was also reported that the lens was replaced with a different model and lower diopter. No additional information was provided. Patient age/date of birth: (B)(6) 1942. Patient sex/gender: male. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted. There were no issues with the lens exchange. No additional information was provided to johnson & johnson surgical vision.